Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had been alarming no delivery. Customer stated she changed the set twice and anomaly persists. Customer's blood glucose was 106 mg/dl. Troubleshooting was performed and it wasn't completed due to customer not having an extra infusion set and reservoir. Customer was advised to replace the reservoir as soon as possible. Also the alarm may have been caused by a reservoir and infusion set occlusion. Customer is returning the reservoir for analysis.